Manufacturer narrative:
The pump reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per. The sensor failed per spec due to high readings. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. .

Event description:
The customer reported via phone call that the insulin pump had inaccurate readings. The customer's blood glucose reading was 117 mg/dl and their sensor glucose reading was 64. The difference was found to not be within the acceptable range. Troubleshooting was performed. The product would be not returned for analysis.